Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the tubing had a large air bubbles. The customer's blood glucose was 360 mg/dl at the time of incident. The customer's blood glucose was 363 mg/dl at the time of call. The customer stated that they tried to deliver bolus to treat the high blood glucose. The customer was advised to perform fixed prime into air until the air bubbles are no longer visible. The customer stated that the insulin was stored at room temperature. The customer stated that there were no leaks, insulin and site issues and setting issues found. The customer declined to perform high pressure test. The reservoir will not be returned for analysis.